Event description:
A male patient received a skin burn during an electrotherapy treatment. The patient's overall health was very poor with a history of cardiac problems. During his stay in the rehab the patient, who had a history of back problems, began experiencing an increase in back pain. Ifc was used on the lower back to help with pain relief. The patient received minor burn estimated 1mm x 5mm in area under the electrode. The burn was a 1st degree burn with the possibility of one small area being a 2nd degree burn. Treatment was stopped due to a burning smell. When asked if the patient's progress toward recovery was impeded the coordinator stated that it did not; however, the patient died of unrelated causes several days later.

Manufacturer narrative:
Awaiting device return and evaluation.